Event description:
It was reported that a customer was unable to interrogate a device with this programmer as the touchscreen was unresponsive. It was noted that an error message was observed on the screen. It was also noted the programmer had a crack on the screen. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device revealed external damage (severe cracking on the lcd display) consistent with the programmer being dropped. Visual inspection also identified an air ingress, or water bubble, on the touchscreen which is unrelated to the field observation of unresponsive touchscreen. The programmer was powered on, and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. An error code was observed in the memory; however, it was unable to be replicated during analysis. It was determined that this code was likely related to a timing condition in software while waiting for hardware to initialize. This is typically corrected when the system is rebooted. The programmer was disassembled, and it was determined that an issue with the screen's touch controller caused the observed touchscreen behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.